Event description:
This lead was repositioned on (B)(6) 2012, due to dislodgement. The lead remains actively implanted. There were no adverse events reported for the patient. Should additional information be received, this file will be updated.